Event description:
A patient reported blood glucose results of "140mg/dl and 395 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter and test strips were replaced.

Event description:
A pt reported blood glucose resuts of "140 mg/dl and 395 mg/dl" with a lifescan meter, performed within 10 minutes each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The meter, test strips, and control solution were replaced.